Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified weight to the spec, crease flat, deformation. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: the unit is not ruptured and no issues found related with the manufacturing process. The reason for reoperation: possible left side rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side gel bleed. Device has been explanted.